Manufacturer narrative:
Approximately 15 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was no possible as no lot number was provided. All catheters are 100% inspected at the time of the manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to be occluded. According to the report the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.